Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks for supraventricular tachycardia (svt). Technical services (ts) reviewed the reports and noted that it was possible that a premature atrial contraction (pac) was undersensed, which caused the episode to occur. It was also noted that therapy was exhausted. Ts recommended reprogramming the device. The health care professional (hcp) stated they would discuss with the electrophysiologist for further action. The device remains in use. No adverse patient effects were reported.